Manufacturer narrative:
Upon completion of the investigation, it was noted that the supplier performed this evaluation. During the evaluation a review of the quality records was conducted and prior to distribution this device met all manufacturing and quality testing/inspection specifications. The catheter was evaluated and the following observations noted: the catheter has been installed in a drainage tube. Sealant lifting at the sensor case. Codman and barcode labels are stained. Text missing on codman label. The catheter has been stretched inside drainage tube. The sensor is not functional due to broken catheter wire. No testing was possible. Based on the above evaluation, it appears that the device was inadvertently damaged by the customer. No further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.

Manufacturer narrative:
Upon completion of the investigation a follow up report will be filed.

Event description:
Affiliate reported that a patient with severe brain trauma had a microsensor implanted. Once implanted the device could not be detected. As a result the device was revised.